Event description:
Account alleged that the bed has no manual functions. Account did no provide serial number.

Manufacturer narrative:
Made several attempts to determine resolution with account without success. Repair is unknown. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.